Event description:
A malfunction on the pump was reported by the caller, who noted that no significant events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support (cts) resolved the issue by confirming the warranty status and arranging for a replacement pump with updated software to be sent to the customer, who would temporarily use multiple daily injections for insulin delivery. Cts provided instructions for returning the defective pump, including how to put it into storage mode, and advised on the process for setting up the replacement pump and connecting it to the continuous glucose monitor. The caller, who is currently in jamaica, will return the pump to tandem using a provided return box and prepaid label within 10 days.